Event description:
The customer contacted physio-control to report that their device automatically powered on and off when monitoring a patient in heavy rain. Every few minutes the device would reboot. A backup device was immediately available and used. The patient's initial ECG rhythm was asystole. The patient was not resuscitated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. It was observed that the battery contacts were corroded, and they were therefore replaced preventively. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.